Event description:
It was reported that the patient presented to the emergency room with side pain a few weeks after inital implant. An x-ray indicated that the lead had dislodged and high thresholds were measured. During lead extraction, the physician noted tissue on the helix. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies found. There was blood/body fluid present on the proximal conductor (not obstructed) and in/on the helix/lobe mechanism. The outer insulation was breached cut. The helix/lobe was distorted/bent. There was also apparent explant damage.